Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the battery would not show a good connection. A wens was used to confirm that the leads were good and they were all green. The leads were wiped down several times and tried before a new battery was used. The new battery resolved the issue. No external or patient factors were known to have contributed to the issue. No patient symptoms reported.